Manufacturer narrative:
Unit alarmed unexpected restart after battery change and resets time/date to factory default due to connector voltage leak at interface board. However, unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump had unexpected restart. Customer¿s blood glucose was in the range of 30 to 40 mg/dl and another blood glucose was 55, 67, 56 mg/dl. The customer reported that they had high blood glucose. The customer was treated with the tablets, oj and warm dr.pepper. Troubleshooting was declined for low blood glucose. The customer reported that alarm was recurring during normal pump use. The customer was advised the insulin pump will need to be replaced and advised to monitor the insulin pump and that patient may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.